Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: a review of the black box data revealed a no cartridge detected warning. During testing, the rewind, load, and prime steps were completed successfully with no duplicated load step malfunctions or warnings that the cartridge was not detected. Evidence of the complaint was found in the black box data; however the complaint was not duplicated. The force sensor calibration was within specifications. Unrelated to the original complaint, the force sensor pin flex was found to be cracked.